Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The affected part was requested back to the manufacturer site for a detailed investigation. Results revealed that the reported issue could not be confirmed. No deviations could be identified. The device was working within specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system showed an error message during procedure. There was no report of patient injury.